Event description:
It has been reported to philips that the system made a loud noise and produced an error message of ¿some geometry movements not possible¿. The system was in clinical use at the time of the reported event. The patient was moved to another room to have the procedure completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. Although a cold restart was performed, it did not resolve the issue. A philips field service engineer (fse) reviewed the log files and system on-site, identifying that the fuse f11 between the r-cabinet and the geo I/o box had blown and that geometry errors related to the c-arm were visible in the log files. The reason for the fuse failure could not be determined. The fse replaced the fuse. After identifying that the c-arm advanced motion controller (amc) was defective, replacement of the amc was carried out. The 24v power supply was also replaced proactively. After replacements, the system was returned in good working condition and was ready for clinical use. The 24v power supply was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome. .